Event description:
It was reported that when the plunger was pulled no suture was present with two proglide devices during attempted suture placement in the right common femoral artery using the preclose technique prior to a valvuloplasty procedure. The arteriotomy was 6f and the vessel was heavily calcified. A third proglide device was used for successful suture placement. The sheath was upsized to 10f and the valvuloplasty procedure was completed. Reportedly, when the pre- placed sutures of the third device were tightened, hemostasis was not achieved. A non- abbott device was used, but it pulled out of the artery. Manual arterial compression was applied and protamine was given. An additional non- abbott device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Per proglide instructions for use under indications section: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. It was reported that a venous sheath was next to the arterial sheath. The safety and effectiveness of the perclose proglide smc devices have not been established in the following patient populations: patients with ipsilateral femoral venous sheath during the catheterization procedure. Reported device code - failure to follow steps. This code is used to address the pre-close suture placement of only one proglide device and the subsequent use of a 10f sheath. Per the instructions for use: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required.